Manufacturer narrative:
Isomedix operations inc. (Steris ast) received medwatch report#: mw5185572 related to a bd smartsite unit. The product identified in the medwatch report is neither manufactured by steris ast, nor is steris ast the applicant holding the premarket approval (PMA). The medwatch report was forwarded to the device manufacturer on april 22, 2026, for investigation and evaluation of potential medical device reporting under 21 cfr 803. Carefusion (bd) confirmed via email that an internal investigation was initiated under#: (B)(4). Complaint (B)(4) was initiated by the temecula, ca facility. The investigation included a batch review of load ala-1162-19612 that was processed on november 15, 2025, for the identified product and lot#: 25105525. No failures were identified during the sterilization process.

Event description:
The ast temecula, ca facility received a medwatch report#: mw5185572, indicating the bd smartsite low sorbing extension set 0.2 micron filter was clogging/malfunctioning during use.